Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could reproduce the reported phenomenon. The pin and locking system of the front socket were broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During cystoscopy, the user found that the endoscopic image was not displayed and error b30 (scope communication error) was displayed. The user replaced the device with another device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center found that the pin and locking system of the front socket was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the failure of the video connector socket pin by the applied force such as forcibly connecting the scope, diagonally connected, forcible bending, pulling, twisting, crushing. If significant additional information is received, this report will be supplemented.